Event description:
Customer reported an unexpected negative result when testing a patient sample with manual capture-r ready screen I and ii (crrs I/ii). The patient has a history of anti-c.

Manufacturer narrative:
Retention capture-r ready-screen (I and ii), lot x302 was expired when the complaint was received. A DHR review was performed to confirm the reactivity of the c antigen on capture-r ready-screen (I and ii), lot x302 at product release. Product met all requirements. The customer did not return product or sample for further serological testing.